Event description:
The customer observed a non-reproducible higher than expected glucose result was obtained from a single patient sample using vitros chemistry products glu slides on a vitros 5600 integrated system. The result was identified prior to being reported from the laboratory. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation confirmed a non-reproducible higher than expected vitros glu result was obtained from a single patient sample processed on a vitros 5600 system. Investigation determined it was an isolated event. Relevant system data log files were reviewed and identified a potential sample metering issue. However, the customer would not allow ocd service personnel to investigate the system, therefore an instrument issue could not be ruled out. Additionally, user error involving sample handling or the use of an incorrect sample barcode label could not be ruled out. A definitive root cause of the event could not be determined.